Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the rep was meeting with a patient that had experienced a power on reset (por). Technical services reviewed to interrogate the ins, acknowledge the prompt that appears and to set any information needed. The rep later reported that they cleared the por and taught the patient how to put the device into MRI mode. The issue resolved. No symptoms were reported.

Manufacturer narrative:
Note that the method/results/conclusion codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the por message was due to the patient letting their battery die. The exact por message was not known.